Manufacturer narrative:
Additional excluder devices included in this report: rlt351414/11740199, plc201000/11872218, pxc121000/11464184, pxl161207/10370906. Results: a review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2013, the patient was implanted with eight gore devices, including five gore excluder aaa endoprosthesis to treat thoracic and abdominal aortic aneurysms. The procedure was completed as planned without any reported complications, and the patient tolerated the procedure. On (B)(6) 2013, the patient complained of burning and tingling in both legs. On (B)(6) 2013, the physician performed a lumbar drain to relieve pressure on the patient's spinal cord. However, the patient's symptoms were not resolved. On (B)(6) 2013, the patient was reported to have complete paraplegia. The physician indicated the patient's paralysis is not attributed to the gore devices or procedure.